Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy had stopped due to a power on reset (por). The patient stated she was trying to charge her recharger two days ago when she saw the message. The patient recently had an unrelated knee replacement which could have resulted in emi exposure. The por was informational. The patient was able to clear the por over the phone and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.